Event description:
It was reported, the patient had lost about 20 pounds and the ipg was now in an awkward position in the pocket site. As a result, the patient had communication issues with the charging system. A replacement charging system was sent to the patient.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.